Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer were hospitalized in emergency room due to high blood glucose and urinary tract infection on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer stat the customer did experienced the symptoms such as difficulty in breathing. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer were treated by intravenous for urinary tract infection and manual injection for high blood glucose in hospital. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.